Event description:
Follow up information reported that the patient believed the circumstance the led up to the stimulation increasing on its own and la ck of management of their pain was that their body was overly sensitive although they were not positive. The patient was reprogrammed and the issue was "fixed". The patient also mentioned that the device stayed charged a possible 2 1/2 weeks.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that their stimulation was increasing from 4.75 to 6.40 every 10 minutes on its own. The patient had no pain management. The patient wanted to see a manufacturer representative for reprogramming. Manufacturer records indicated that the patient had adaptive stimulation programs.

Event description:
Additional information was received from the healthcare provider. It was reported that the adaptive stimulation was readjusted. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.